Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-716a-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge; the fiber/glass cap also exhibits circumferential fracture on the proximal side of fiber/cap fusion zone of the bevel edge; this failure mode is indicative of a fracture beneath the metal cap; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap piece between the two circumferential fracture is missing and not returned; the metal cap exhibits severe charred detritus adhesion on surface, indications of melting on output window, and slight bending center at the output window; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during the prostate procedure, the fiber tip broke. The procedure was completed with a second fiber. Patient outcome: "ok" - there was no injury reported.